Manufacturer narrative:
This case has been reviewed, and deemed a reportable malfunction. Based on current info, recurrence of this malfunction likely lead to a serious adverse event because this issue would require surgical intervention to remove it from the bladder. Reported to (B)(4).

Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(4). Complaint received as follows: ¿market country: (B)(6). Description of complaint: this female victim, who underwent hysterectomy on (B)(6)., received the foley catheters postoperatively. Three days later, at the ward it failed to deflate the balloon when the medical staff tried to remove the foley. At last foley was removed by way of cutting the catheter shaft. Removal of foley by cutting the catheter shaft. No harm or injury to customer.¿